Event description:
A third party biomed reported that the device logged an event code in the memory. Physio-control evaluated the device and observed that it failed to boot up properly. The device was unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.